Manufacturer narrative:
Additional procedure notes obtained from the facility revealed that the unstable emboli was the presenting condition of the patient pre-procedure and that the wingspan stent was used to treat the stenotic lesion and unstable emboli in the lica terminus. Furthermore, the physician has indicated that the wingspan stent performed as intended and there were no patient adverse event associated with the stent. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported the patient experienced acute deterioration in angio suite due to unstable embolis in the lica terminus and a stent was placed. According to the physician, the patient's status is improved since the procedure with a modified rankin score (mrs) of 3. No further information is available.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported the patient experienced acute deterioration in angio suite due to unstable embolis in the lica terminus and a stent was placed. According to the physician, the patient's status is improved since the procedure with a modified rankin score (mrs) of 3. No further information is available.